Event description:
It was reported that approximately 4 years post-operatively a xia 4.5 titanium connector broke. Revision surgery was performed.

Event description:
It was reported that approximately 4 years post-operatively a xia 4.5 titanium connector broke. Revision surgery was performed.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device associated with this record was not returned. Device history records were reviewed for the corresponding lot and no relevant issues were identified. A review of complaint history associated with the subject catalog number was performed, and no adverse trends were observed. It was initially reported that a xia extended connector fractured post-operatively. The device was implanted on (B)(6) 2017 on a young patient. Several extensions were performed between implantation and reported event. Reported event occurred in november of 2021 and the device was removed on (B)(6) 2021, 4 years after implantation. No product return or x-rays were received. It was further reported that the patient did not experience any external trauma and postoperative activity level was normal. The construct spans from t2 to l4 and a growing rods technique was used to correct the deformity and successive extensions. The xia device IFU and surgical technique were reviewed: these implants are temporary internal fixation devices designed to stabilize the operative site during the normal healing process. While the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. Additional warnings for pediatric patients: ¿the safety and effectiveness of the xia spinal system has not been established for use as part of a growing rod construct. This device is only intended to be used when definitive fusion is being performed at all instrumented levels¿. ¿growth rod constructs typically require repeated planned lengthening procedures until a determination is made that the patient is ready for a final fusion procedure. Growth rod patients are more susceptible to post-operative infections and wound-healing issues, as well as the potential for implant breakage requiring unplanned surgical procedures. The physician should discuss these and all other potential complications with the patient and the patient¿s guardian¿. The most likely cause of the reported event was determined to be multi factorial. The main contributing factor was determined to be the duration of implantation, device was active for 4 years in a pediatric growth rod patient.